Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had lost power when pressing the shock button during a patient event. The customer indicated that following the loss of power, they were unable to return power to the device during this patient event. The customer was attempting to perform a synchronized cardioversion procedure on the patient. There was no additional information of this reported patient event or device issue reported to physio-control. The customer indicated that they were unsure of the exact date of event but indicated that it occurred during (B)(6) 2015.